Event description:
During an incident in another country on an unknown date involving a boy, the registrar tried to perform resuscitation with a child sized laerdal silicone resuscitator (lsr), but was unable to ventilate. After a short period, it was realized that the mask had a fault, with a missing "fixing" leaving an uncovered hole in the side, making it impossible to use. A different mask was used and ventilations were given. It was reported that the child came to no harm. Co learned of this incident when they were sent a draft of an article to be published in another country journal of anesthesia to alert clinicians of possible lsr mis-assemblies that could affect patients.

Manufacturer narrative:
The child laerdal silicone resuscitator (lsr) involved in this reported incident was not returned for evaluation. The incident description is that the mask was missing a "fixing", or the soft cuff. Without the cuff, there are attachment holes in the mask that are not covered and leak air, causing insufficient pressure to ventilate. Co responded to the editor of the article that the 2 piece face mask described in the article has been widely sold, copied by other manufacturers, and when correctly re-assembled according to the directions for use, has proven to be a reliable and dependable product. Errors in re-assembly are rare and no trend has been observed. A newer one piece mask was introduced in 1999 that is easier to clean and has other improvements which were not prompted by this type of incident. The directions for use for this older style lsr list directions (with illustration) for reassembling the lsr. Co recommends that all parts are carefully inspected for damage or excessive wear and reassembled according to the pictorial instructions.